Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error 23 and pump error 53. Complained is unable to pair device with phone or meter. Device alarmed critical pump error after battery installation. Pump error 23 and pump error 53 (line number 24582 file number 26092) on (B)(6) 2021 in the insulin pump history download, problem isolated to the electronic assembly as per global logic analysis\. Unable to pair device with phone or meter due to critical pump error. Device successfully downloaded to thumps. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump error 23 and pump error 53 on (B)(6) 2021 in the insulin pump history download, problem isolated to the electronic assembly as per global logic analysis. Unable to pair device with phone or meter due to critical pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm and software error detected alarm. Customer stated that they were able to complete pump rewind. Customer stated that self test passed. Customer stated that again the both pump error occurred. No harm requiring medical intervention was reported. The device will be returned for analysis.